Event description:
Provider sent email alleging a fire occurred when customer had a lamp cord become entangled in the chair which then caused a fire.

Manufacturer narrative:
The device is not available for evaluation at this time. A follow-up report will be issued if more information or the device become available.